Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 340 mg/dl- "high" although specific value was not provided. Reportedly, the customer's wife assisted customer by helping deliver a correction bolus via the pump, as well as, the customer administering a manual insulin injection.